Event description:
It was reported that the pt underwent spinal surgery. The "arms" of the rod inserter would not hold the trocar or the rod. It was reported that the trocar came off. The trocar was retrieved. No pt complications were reported.

Manufacturer narrative:
(B)(4): the inserter was not returned for eval. A review of the device history records did not identify any applicable nonconformance to specification. With the available info, a cause or contributing factor cannot be identified.